Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to shell loosening. A 54mm trident psl shell and 40f liner were revised to a 58mm trident multihole shell, 4 screws, and 40f liner. Rep confirmed that there are no allegations against the liner, and reported that no further information will be available.